Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Date of event: the date of the event/study is not known. The product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device is not known. Information such as initial reporter facility name, address, city, state, name, phone, and email address are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: it was reported through the database related research activities (drra) report source on behalf of the md-epidemiology. The observational, retrospective cohort study was conducted to describe the use of envoy da in a real-world setting. The study data was queried through hospital billing records in the premier healthcare database (phd). The penumbra neuron 070 stent system was determined to be a similar device to envoy da, and therefore served as a reference device. Patients with billing codes for either device (envoy da or penumbra neuron 070) between january 2009 to march 2020 were included in the study. For outcome evaluation, patients were grouped into unruptured and ruptured aneurysm cohorts (also includes the cohort with predefined procedures), the avm cohort, and the ais cohort. The potential for systematic off-label use was explored. Off-label use was defined as envoy da uses outside of the neurovasculature, peripheral vascular, and cardiovascular anatomic locations as indicated by ICD-9 or ICD-10 primary procedure and diagnosis codes. Adverse event(s) reported for the cerenovus envoy da: in the ruptured intracranial aneurysm group: qty 45: subarachnoid hemorrhage was encountered within 30 days after discharge. In the ruptured aneurysm cohort with predefined procedures group: qty 19: subarachnoid hemorrhage was encountered within 30 days after discharge. In the unruptured intracranial aneurysm group: qty 1: subarachnoid hemorrhage was encountered within 30 days after discharge. Lot, model, and catalog number are not available, but the suspected cerenovus devices possibly associated with reported adverse events: unknown envoy. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Since the severity of the reported events is unknown, and the relationship of the device to the reported events cannot be disassociated, the event will be conservatively reported to the FDA with the classification of "serious injury." There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two (2) products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00758. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported through the database related research activities (drra) report source on behalf of the md-epidemiology. The observational, retrospective cohort study was conducted to describe the use of envoy da in a real-world setting. The study data was queried through hospital billing records in the premier healthcare database (phd). The penumbra neuron 070 stent system was determined to be a similar device to envoy da, and therefore served as a reference device. Patients with billing codes for either device (envoy da or penumbra neuron 070) between january 2009 to march 2020 were included in the study. For outcome evaluation, patients were grouped into unruptured and ruptured aneurysm cohorts (also includes the cohort with predefined procedures), the avm cohort, and the ais cohort. The potential for systematic off-label use was explored. Off-label use was defined as envoy da uses outside of the neurovasculature, peripheral vascular, and cardiovascular anatomic locations as indicated by ICD-9 or ICD-10 primary procedure and diagnosis codes. Adverse event(s) reported for the cerenovus envoy da: in the ruptured intracranial aneurysm group: qty 45: subarachnoid hemorrhage was encountered within 30 days after discharge. In the ruptured aneurysm cohort with predefined procedures group: qty 19: subarachnoid hemorrhage was encountered within 30 days after discharge. In the unruptured intracranial aneurysm group: qty 1: subarachnoid hemorrhage was encountered within 30 days after discharge. Lot, model, and catalog number are not available, but the suspected cerenovus devices possibly associated with reported adverse events: unknown envoy.